Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent lumbar fusion surgery at l2-l5 using rhbmp-2/acs. Allegedly, bmp caused abnormal ectopic bone growth, which in turn caused the patient's ongoing, chronic pain and other complications. The patient reportedly developed severe physical pain, and mental pain and suffering.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010: patient presented with the following pre-op diagnosis: large herniated disc, l3-4 above a prior l4-5 fusion. Procedure: hardware removal l4-5. Posterolateral spinal fusion l3-4. Transforaminal lumbar interbody fusion l3-4. Pedicle screw instrumentation l3-4. Cage instrumentation l3-4. Left ililac crest bone graft. Per-op notes- a large rhbmp-2 kit was prepared according to manufacturer's instructions cut in half local bone obtained from laminectomy was morcellized into bone meal, packed into the center of the rhbmp-2 sponge along with bone graft matrix.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.